Manufacturer narrative:
Failure analysis was able to conclude that component failure of the surgeon cart left (scl)1 was found to be the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced personality module to resolve the issue. The system was verified and ready to use. Isi has received the pmsc for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the clinical sales representative (csr) contacted the da vinci surgery technical assistance team and reported that the surgeon side console (ssc) left side eyesight was blank and there was no error reported by the system. The technical support engineer (tse) guided the customer to power cycle the system and reseat the blue fiber cable, but the issue remained. The tse asked the customer if the left side eyesight on the vision side cart (vsc) was normal. The field service engineer (fse) would be on site for further troubleshooting. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The personality module unit was returned for failure analysis, and the reported failure was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported failure. The pmsc was installed and tested onto a golden system where the component functioned as expected. The system started up failed with no image on the left side console surgeon side console (ssc).

Event description:
Refer to h11 for follow-up information.